Manufacturer narrative:
Investigation: x-inspect returned samples: analysis and findings: complaint (B)(4). *was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi in december 2010 under wo #101151 and shipped on march 2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2013 & 2015 for lost vacuum. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the complaint condition is being attributed to end user error as the trigger was broken and the bottle had lost vacuum. Lost vacuum is indicative of impact to the bottle. Loss of vacuum will result in rapid evaporation of the liquid nitrogen. Correction and/or corrective action: the customer elected to have the unit scrapped out. No further corrective action is necessary. No further training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated-nothing will come out when the trigger is used and it will freeze up at the back dial. No defects found. Tested ok. Ro 96404. 1216677-2021-00154 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated-nothing will come out when the trigger is used and it will freeze up at the back dial. No defects found. Tested ok. Ro 96404. 1216677-2021-00154 wallach ultra freeze 900076 (B)(4).